Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that when a patient was implanted, ¿the way that pants fit around the patient¿s battery, it scarred in at a slant.¿ it was reported that because of this the patient had trouble recharging, and the healthcare professional (hcp) opted to revise the pocket. It was stated that it was charging fine now. It was stated that the manufacturer¿s representative did not know when this occurred, she wasn¿t at the procedure. Additional information received reported that the patient was on a continuous setting. It was stated that the implantable pulse generator (ipg) was scarred in at an angle so this was revised and that issue was now resolved.

Manufacturer narrative:
Evaluation conclusion code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had trouble with their previous implantable neurostimulator flipping. They had made effort at the 2014 changeout to tighten up the pocket and suture the implantable neurostimulator to prevent flipping. There were no further complications reported or anticipated. [Information omitted as it pertains to a separate event; (B)(4) - poor coupling; ins dead]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her first implant was faulty and she had been having difficulty charging. When the patient saw her healthcare provider they confirmed with x-ray the implant had flipped 90 degrees and formed a t with the skin. When the patient had a revision a mesh was put on either side to prevent future occurrence.